Event description:
It was reported by (B)(6) that the universal battery charger device was dropped causing an unspecified malfunction. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure. It was unknown if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device control mainboard was faulty. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.